Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device reached elective replacement indicator (eri). The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received. The s-ICD reached end of life (eol) and it was observed that there was one episode of noise. X-ray was performed and it showed poor electrode position, therefore, the decision was made to explant the entire system and implant a new system. No additional adverse patient effects were reported. The device is expected to be returned for analysis.